Manufacturer narrative:
Quality-safety evaluation of ptc: lot number d46958 (production date: 19-jan-2015, expiration date 28-jan-2018). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device use issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and she underwent a radiological confirmation test which result showed 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch (seen as uterine perforation). She experienced abdominal muscle contractions (considered as abdominal pain). The devices that were in the recto-uterine pouch were removed. She will see a surgeon in (B)(6) for removal of the remaining 2 devices. Both events are anticipated according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In addition, abdominal pain may occur with essure therapy. In this case, the event uterine perforation was diagnosed about two months after essure insertion, however the exact date and mechanism are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (ha, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 26-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('radiological confirmation test showed 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch'), device breakage ('5 mm shard remained in my body') and abdominal pain ('abdominal muscle contractions') in a female patient who had essure (batch no. D46958) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "radiological confirmation test showed 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch" in (B)(6) 2016. Concomitant products included anaesthetics in (B)(6) 2016 for general anesthesia. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menstrual disorder ("starting a day after implantation, she had abundant menstrual bleeding for 3 days that changed into thick brown discharge, symptom regressed after the laparoscopic procedure, but since then is still very present"), nausea ("starting day after implantation, had nausea for three months, symptom regressed after the laparoscopic procedure, but since then is still very present") and tinnitus ("starting a day after implantation, I had buzzing in the ears, symptom regressed after the laparoscopic procedure, but since then is still very present"), lasting 3 days. In 2016, the patient experienced abdominal rigidity ("abdominal tension of recent onset") and fatigue ("starting a day after implantation, I had extreme fatigue that forced me to remain in bed, symptom regressed after the laparoscopic procedure, but since then is still very present"), lasting 3 days. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), lasting 3 days. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pyrexia ("high fever"), lasting 3 days. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals ("allergy to essure components"), abdominal distension ("abdominal bloating"), scar ("I had to undergo 2 operations without laparoscopy, which caused scars on my stomach"), headache ("persistent headaches "), tooth disorder ("dental problems ") and emotional disorder ("psychologically distressed"). The patient was treated with surgery (the devices that were in the recto-uterine pouch were laparoscopically removed in (B)(6) 2016 and the devices that were in the recto-uterine pouch were removed in (B)(6) 2016). Essure was removed. At the time of the report, the uterine perforation, device breakage, allergy to metals, abdominal distension, scar, headache and tooth disorder outcome was unknown, the abdominal pain and pyrexia had resolved and the abdominal rigidity, menstrual disorder, nausea, tinnitus, fatigue and emotional disorder had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, allergy to metals, device breakage, emotional disorder, fatigue, headache, menstrual disorder, nausea, pyrexia, scar, tinnitus, tooth disorder and uterine perforation with essure. The reporter commented: she will see a surgeon in february for removal of the remaining 2 devices. She has an appointment with gynaecologist, appointment for MRI, lymphocyte transformation test to check. Diagnostic results: in (B)(6) 2016: radiological confirmation test: 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch. Quality-safety evaluation of ptc: lot number d46958 (production date: 19-jan-2015, expiration date 28-jan-2018). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following (B)(4): device use issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-may-2021: ha reference added. New events: scar, headache, tooth disorder, device breakage, emotional disorder added. A technical investigation conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ha, reference number: r1615372) on 17-jan-2017. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('radiological confirmation test showed 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch'), device breakage ('5 mm shard remained in my body') and abdominal pain ('abdominal muscle contractions') in a female patient who had essure (batch no. D46958) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "radiological confirmation test showed 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch" in (B)(6) 2016. Concomitant products included anesthetics in (B)(6) 2016 for general anesthesia. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menstrual disorder ("starting a day after implantation, she had abundant menstrual bleeding for 3 days that changed into thick brown discharge, symptom regressed after the laparoscopic procedure, but since then is still very present"), nausea ("starting day after implantation, had nausea for three months, symptom regressed after the laparoscopic procedure, but since then is still very present") and tinnitus ("starting a day after implantation, I had buzzing in the ears, symptom regressed after the laparoscopic procedure, but since then is still very present"), lasting 3 days. In 2016, the patient experienced abdominal rigidity ("abdominal tension of recent onset") and fatigue ("starting a day after implantation, I had extreme fatigue that forced me to remain in bed, symptom regressed after the laparoscopic procedure, but since then is still very present"), lasting 3 days. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), lasting 3 days. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pyrexia ("high fever"), lasting 3 days. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals ("allergy to essure components"), abdominal distension ("abdominal bloating"), headache ("persistent headaches "), tooth disorder ("dental problems ") and emotional distress ("psychologically distressed") and underwent gastric operation ("I had to undergo 2 operations without laparoscopy, which caused scars on my stomach"). The patient was treated with surgery (the devices that were in the recto-uterine pouch were laparoscopically removed in (B)(6) 2016 and the devices that were in the recto-uterine pouch were removed in (B)(6) 20016). Essure was removed. At the time of the report, the uterine perforation, device breakage, allergy to metals, abdominal distension, gastric operation, headache and tooth disorder outcome was unknown, the abdominal pain and pyrexia had resolved and the abdominal rigidity, menstrual disorder, nausea, tinnitus, fatigue and emotional distress had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, allergy to metals, device breakage, emotional distress, fatigue, gastric operation, headache, menstrual disorder, nausea, pyrexia, tinnitus, tooth disorder and uterine perforation with essure. The reporter commented: she will see a surgeon in february for removal of the remaining 2 devices. She has an appointment with gynaecologist, appointment for MRI, lymphocyte transformation test to check. A second ha number was received: r2110372. Diagnostic results: in (B)(6) 2016: radiological confirmation test: 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch. Batch no d46958, production date 2015-01-19, expiration date 2018-01-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("radiological confirmation test showed 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch") and abdominal pain ("abdominal muscle contractions") in a female patient who received essure (batch no. (B)(4)) for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "radiological confirmation test showed 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch". Concomitant products included anaesthetics for general anesthesia. In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced menstrual disorder ("starting a day after implantation, she had abundant menstrual bleeding for 3 days that changed into thick brown discharge, symptom regressed after the laparoscopic procedure, but since then is still very present"), nausea ("starting day after implantation, had nausea for three months, symptom regressed after the laparoscopic procedure, but since then is still very present") and tinnitus ("starting a day after implantation, I had buzzing in the ears, symptom regressed after the laparoscopic procedure, but since then is still very present"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). In 2016, the patient experienced abdominal rigidity ("abdominal tension of recent onset") and fatigue ("starting a day after implantation, I had extreme fatigue that forced me to remain in bed, symptom regressed after the laparoscopic procedure, but since then is still very present"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required) and pyrexia ("high fever"). On an unknown date, the patient experienced allergy to metals ("allergy to essure components") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (the devices that were in the recto-uterine pouch were laparoscopically removed in (B)(6) 2016) and surgery (the devices that were in the recto-uterine pouch were removed in (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, allergy to metals and abdominal distension outcome was unknown and the abdominal pain and pyrexia had resolved and the abdominal rigidity, menstrual disorder, nausea, tinnitus and fatigue had not resolved. The reporter provided no causality assessment for uterine perforation, abdominal pain, abdominal rigidity, menstrual disorder, nausea, pyrexia, tinnitus, fatigue, allergy to metals and abdominal distension with essure. The reporter commented: she will see a surgeon in february for removal of the remaining 2 devices. She has an appointment with gynaecologist, appointment for MRI, lymphocyte transformation test to check. Diagnostic results: in (B)(6) 2016: radiological confirmation test: 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and she underwent a radiological confirmation test which result showed 2 devices in the fallopian tubes and 2 others in the recto-uterine pouch (seen as uterine perforation). She experienced abdominal muscle contractions (considered as abdominal pain). The devices that were in the recto-uterine pouch were removed. She will see a surgeon in february for removal of the remaining 2 devices. Both events are anticipated according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In addition, abdominal pain may occur with essure therapy. In this case, the event uterine perforation was diagnosed about two months after essure insertion, however the exact date and mechanism are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.